Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a stain on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of foreign material was confirmed, however, the lm could not conclusively specify the root cause of the stain or foreign material remained in the device. Additionally, since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. Also, it was presumed that humidity invaded the light guide lens (lg-lens) which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected in accordance with the following instruction for use (IFU): IFU stated that the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.